Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that image is blurred due to a defective electronic component. No negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: the customer's statement "image error" can be confirmed. During the inspection, a defective electronic imaging component was found. The event is filed under internal karl storz complaint ID: (B)(4).